Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare field representative that a rt265 infant dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
Ps357133 the complaint rt265 infant dual-health evaqua2 breathing circuit has not been received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the rt265 circuit failed the ventilator leak test. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-health evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that a rt265 infant dual-heated evaqua2 breathing circuit failed the leak test before use. There was no patient involvement.